Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the patient was at work when the cgm was 78 mg/dl. The patient's boss had a medic check the bg which was 23 mg/dl and she was dizzy by that time. The patient was provided orange juice and recovered after treatment. At the time of the report the patient was stable. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.